Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticm5_12.6 implantable collamer lens, -12.50/+3.5/091 (sphere/cylinder/axis) within the same surgery due to the lens was stuck in the plunger and tore during delivery into the patients right eye (od). There was no patient injury. The lens was replaced on (B)(6) 2021 with another same model/length lens and the problem was resolved. The eye is quiet and the patient is happy.